Manufacturer narrative:
The device was not returned for analysis. A corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The production records for this product could not be reviewed and a similar complaint query could not be performed because the lot number was not reported, and the device was not returned. Based on the case information and related record review, a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. The patient effects of hematoma and pain are listed in the electronic proglide instructions for use (IFU), as potential adverse events associated with the use of the device. The treatment appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device. B3 correction: date of procedure updated d9 correction: device available for evaluation updated from ni to not returning

Event description:
Subsequent to the initially filed report, the following information was received: it was reported that this was an arteriotomy closure of the right common femoral artery via a 14f sheath hole prior to a transcatheter aortic valve implantation (tavi) interventional procedure on 11/6/2024. The sutures of two proglide devices were successfully pre-placed without issue. The tavi procedure was completed using the 14f sheath. Hemostasis was achieved using the proglide device sutures. Post procedure, no treatment was provided for the pain. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. D4- the UDI is not known as the part and lot number were not provided.

Event description:
Patient ID: (B)(6). It was reported that this was a closure of the right femoral using a proglide device relative to an unspecified procedure. Reportedly, on physical examination, there was evidence of a mild right femoral hematoma that was painful on palpitation. The physician believes the hematoma was caused by trivial hematic extravasation after perclose proglide released. The hematoma was treated with manual compression and resolved the day after the procedure. Control angiogram showed no hemorrhagic bleeding. There was no reported clinically significant delay in the procedure or therapy. No additional information was provided.